Event description:
The pt was implanted with a left ventricular assist device. The MFR received an intermacs report which stated that the pt's pump stopped due to clot. The pump was explanted approx 1 month after implant.

Manufacturer narrative:
The attached user facility report #(B)(4) (initial and follow-up) was received from the intermacs registry. The explanted device was not returned to the MFR for evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is complete.